Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g3: correction: report source: mw5112816.

Event description:
Additional information was received by the manufacturer on 11/1/2022. Patient information was provided. The patient is able to return the devices.

Manufacturer narrative:
H10: device evaluation: twenty retractors and ten subcutaneous infusion sets in used condition inside of the original packaging were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device at a distance of 12 to 16 inches under normal conditions of illumination revealed no obstructions, damaged, broken, or other defects in any of the joints of the product. The samples were tested for occlusion in the tubing per procedure to look for unusual function. The customer reported issue was not confirmed, no occlusions were detected. The root cause cannot be determined as no fault was found. No corrective actions are required since the complaint was not confirmed. A device history record DHR review was conducted and based upon review of the information provided by the customer, it does not indicate a problem with the initial manufacture of the device. No nonconforming manufacturing records were found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a blockage detected error message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.